Event description:
Doctor just finished up with a surgery and took off his gown; the patient's blood had seeped through the gown onto his forearms. The gown was defective and should have not caused blood to get on his skin. The gown that md wore was a large std gown. He noticed the blood right when he took off his gown and we took a picture of his forearms. This also breaks sterilization if the gowns aren't protecting the physicians' skin from touching the sterile field. This could have been prevented if the manufacturer of the gowns are aware that the gowns are defective.